Event description:
During an in-clinic follow-up, inappropriate automatic mode switch due to far-field r-wave oversensing was noted on the device. Abbott technical support was contacted, and the device is anticipated to be reprogrammed, but no intervention has been performed at this time. The patient was stable will continue to be monitored.